Manufacturer narrative:
The customer¿s report of an incorrect concentration and rate and possible overinfusion of fentanyl was confirmed. Analysis of the pcu event log shows that fentanyl 1250mcg/250ml was infusing at a rate of 40ml/hr on (B)(6) 2016. At 4:29 pm, the vtbi was changed to 250ml indicating a likely bag change as reported, but there was no change to the programmed concentration, rate or dose. The infusion continued over the next few hours and at 12:27 am on (B)(6) 2016, was paused and subsequently channeled off. Fentanyl 2500mcg/250ml was then programmed and started with a dose of 200mcg/hr resulting in a calculated rate of 20ml/hr; the vtbi was entered as 250 ml. At 10:27 am, the infusion completed and the device transitioned to kvo. The root cause of the reported overinfusion of fentanyl was identified as due to programming, with failure to program the new concentration parameters. No device was returned for investigation.

Event description:
The customer reported a possible over infusion of fentanyl. Initial programming was 1250mcg/250ml at a rate of 40ml/hr and dose of 200mcg/hr. The last bag of this concentration was hung at 09:57am on (B)(6) 2016. At 1628 a bag with an increased concentration of 2500mcg/250ml was hung to infuse at an intended rate of 20ml/hr for the same dose of 200mcg/hr. When another bag was hung at 22:51pm, it was noted that the programming did not reflect the new concentration. It was suspected that the patient received double the intended dose for approximately 6 hours. The patient already had an artificial airway and was being ventilated. The blood pressure decreased and a concomitant infusion of propofol was titrated off. There was no further medical intervention required.

Manufacturer narrative:
Correction initial reporter address.